Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Patient presented with aseptic loosening of their acetabular cup requiring a revision. We removed the cup, screws, liner and head and implanted a multi hole cup, screws, eccentric liner and head.